Event description:
The customer reported to olympus, the power switch of the evis exera ii xenon light source was stuck and could not be pushed. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed due to harness switch being stuck intermittently and missing main power switch. During evaluation, it was observed, the scope socket was worn out, and the front panel mouth was chipped. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since it was manufactured over 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related a faulty power switch. Olympus will continue to monitor field performance for this device.